Event description:
Additional information was received for this case. Per the physician, the tip of the guide was such that it was no longer apposed to the vessel wall prior to removing the applier, as per the IFU.

Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a 80 mm abdominal aortic aneurysm. Aptus endoanchors were implanted prophylactically during the procedure. It was reported that, during the procedure, and air emboli was discovered in one of the endurant stent graft limbs while aptus endoanchors were being deployed. It was alleged that, at some point during the delivery of the endoanchors, the guide introduced air emboli. The valve was inspected and it was determined to be functioning correctly. The physician elected to aspirate the emboli through an unknown sheath and the event was resolved. Per the physician, the cause of the event was due to the aptus endoanchor guide. No additional sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.